Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had failed. The field service engineer (fse) had remotely accessed the station and assisted the customer in performing a hard reboot, as the half height drawer two point two was showing as not detected on the communication bus and was not opening or closing in the application during recovery attempts. After the hard reboot, the drawer failure was cleared, and the customer was able to perform an inventory test on the drawer with successful results. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es imcu-2 half-height drawer 2.2 failed. The customer was unable to recover the drawer and attempted to restart the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.